Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection which resulted in a disconnection was reported between the supply line of the homechoice cassette and the supply bag, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia automated pd system during peritoneal dialysis therapy. This occurred during dwell four of seven peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. During troubleshooting, it was reported that there a loose connection between the supply line of the amia cassette and the supply bag, which resulted in a disconnection and led to the alarm. Renal therapy services (rts) assisted the caregiver (cg) in the cassette removal. The cg would start over with new supplies. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.